Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised due to loosening of tibial component at unknown interface. Implant is a pressfit rotating platform tibia. Surgical delay unknown. Doi: unknown. Dor: (B)(6) 2023. Affected side: unknown knee.

Event description:
Additional information was received and stated that the loosening interface was the porocoat rp tibial base. The affected site was the right side. No reports of surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient was revised due to loosening of tibial component at unknown interface. Implant is a pressfit rotating platform tibia. Surgical delay unknown. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection found the attune rp tib base sz 4 por with some light scratches and other marks consistent with extraction damage. The fixation surface of the implant was devoid of bone ingrowth as well as there was evident burnishing consistent with micromotion of the device. Confirming the allegation a dimensional inspection was not performed due to it is not applicable to the complaint condition. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. Based on the investigation findings, the potential cause cannot be established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : product code 150611004, work order (B)(4) was manufactured on 17-jun-2021. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: no related non conformances were found with this product code/lot number combination. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.